Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood and contrast on the distal shaft and stent implant. The stent implant was loose on the balloon. There were clear fibers entwined with the struts through the entire length of the stent implant. The first row of the proximal end of the stent implant was bent. The first row of the distal end of the stent implant was stretched. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The middle measurements met manufacturing criteria. The proximal and distal measurements were not taken due to the damage. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Additionally, the noted stent damage likely occurred during the procedure as there was no damage noted during the inspection prior to use. Interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage. Further manipulation of the sds during retraction would have resulted in further stent damage and loosening the stent on the balloon. Analysis noted clear fibers entwined with the struts throughout the entire length of the stent. It is possible the sds was wiped down after use, contributing to the stent becoming loose and the noted fibers, as neither was reported in the incident information. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. The reported failure to advance, stent damage, and noted loose stent and foreign material appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that during the procedure in an unspecified vessel, the xience v stent system was advanced, but resistance was met. When the device was removed from the guiding catheter, it was noted that the distal segment of the stent appeared flared. Another xience v stent system was used successfully to complete the procedure. There was no adverse patient effect. The failure to cross did not significantly delay the procedure. Though requested, no additional information was provided. Return device analysis revealed that the stent was loose on the balloon.